Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the fluid warming device was not pumping fluid, over temp alarming, and leaking from the tank face plate. No patient injury or involvement were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked water tank, corroded drain fitting and weak pump. Functional testing found the water flow from the pump was weak, the device leaked water, and the over temp alarm was out of calibration. Replaced the pump, drain fitting, tank cover and recalibrated the over temp alarm. The root cause of the reported issue was found to be a faulty pump, the tank cover was damaged and was unable to determine how the over temp alarm got out of calibration.

Event description:
Additional information was received stating that the event occurred during preventative maintenance.